Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that the dialyzer leaked during the middle of treatment. The estimated blood loss was 250 mls. The patient was asymptomatic, did not require any medical intervention, and was fine. The treatment was completed using another dialyzer. Sample disposed.